Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.00/+4.0/089 (sphere/cylinder/axis), in the patients right eye (od). The lens was removed on (B)(6) 2023 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved.

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
B5: the lens was implanted on (B)(6). 2022. Claim # (B)(4).